Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., d.8., g.2., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "deflation¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior and calcification (approx. 10%). A leak test and microscopic analysis was performed which identified a sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp pattern on the posterior of the opening in the device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reports "hole in radius (edge)." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation¿. Device remains implanted.